Manufacturer narrative:
Device evaluated by MFR.: synergy ii us mr 2.75 x 38mm stent delivery system was returned for analysis. A visual examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured and the result was within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks and a break at approximately 272mm distal of the end of the strain relief. A visual and tactile examination of the inner and outer polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the severely calcified and severely tortuous circumflex artery. A non-bsc sheath was advanced and a jl 6 guide catheter was used to cannulate the left coronary artery. Then, a non-bsc marker wire was used to cross the lesion. A 15mm x 2.50mm nc quantum apex¿ balloon catheter was advanced into the guide; however, before it reached to the lesion, the shaft of the catheter balloon was buckled and was kinked inside the guide. A new 2.5x15 balloon was advanced and dilate the lesion. Subsequently, upon attempting to advance a 2.75 x 38 synergy ii, the shaft of the catheter snapped. The device was successfully removed intact from the patient's body. Another 2.50 x 16 synergy ii was then advanced; however, the device failed to cross the lesion. After that, a 3.0x20 nc quantum was successfully advanced and dilated the lesion. The procedure as completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the severely calcified and severely tortuous circumflex artery. A non-bsc sheath was advanced and a jl 6 guide catheter was used to cannulate the left coronary artery. Then, a non-bsc marker wire was used to cross the lesion. A 15mm x 2.50mm nc quantum apex¿ balloon catheter was advanced into the guide; however, before it reached to the lesion, the shaft of the catheter balloon was buckled and was kinked inside the guide. A new 2.5x15 balloon was advanced and dilate the lesion. Subsequently, upon attempting to advance a 2.75 x 38 synergy ii, the shaft of the catheter snapped. The device was successfully removed intact from the patient's body. Another 2.50 x 16 synergy ii was then advanced; however, the device failed to cross the lesion. After that, a 3.0x20 nc quantum was successfully advanced and dilated the lesion. The procedure as completed. No patient complications were reported and the patient's status was good.